Event description:
It was reported that during a laparoscopic roux-en-y, the device fired malformed staples at second firing. The procedure was completed with a like device. There was no adverse consequence to the pt.